Manufacturer narrative:
(B)(4). Eval, results: (failure to deliver stent), (80% stenosis), (failure to pre-dilate). Conclusions: (80% stenosis), (failure to pre-dilate). Eval summary: the stent was positioned on the balloon as per specifications. The 4th and 5th distal stent segments were twisted and overlapping. The 6th and 7th proximal stent segments were slightly raised. The damaged stent segment od exceeded specifications.

Event description:
The physician was attempting to implant a 2.75 mm diameter x 18 mm length endeavor sprint rapid exchange (rx) drug-eluting stent to treat a lesion in the lad by direct stenting. The target lesion had some calcification and 80% stenosis. The endeavor sprint device could not pass the lesion and the device was removed. The struts of the stent were noted to be damaged. The lesion was then pre-dilated once using a 2.0 mm x 20 mm balloon at 14 atm's. Seventy-five percent stenosis remained following this pre-dilation. The device had been inspected prior to use with no abnormalities noted. The target lesion was treated using another endeavor sprint stent of the same size. Patient's status post-procedure was stable and no clinical sequelae were reported.